Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.5, reference: 3.0, mean: 2.25, confidence limits: 1.4-3.1, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 243934 on 04/08/2011, and 04/11/2011. Results as follows: inratio: 2.7, inratio: 2.7, inratio: 2.4, reference: 2.30, bias threshold: 1.30-3.30. Inratio: 3.0, 3.0, 3.0, 3.12, 2.12-4.12. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Action threshold has been reached. Since strip lot was released, 10 in-house therapeutic sample tests have been performed within 63 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.5, lab: 3.0. Pt therapeutic range is 2.0-3.0.